Event description:
Customer reported issues with the insulin pump. Customer states that there is a keypad anomaly. The blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications. No battery out limit alarm noted. No button scrolling noted. No unresponsive buttons noted. All buttons functioned properly; however insulin pump had moisture damage on keypad traces. Insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corner.